Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11-jul-2018 with the following findings: a review of the black box showed no power on reset events. Unrelated to the original complaint, the battery compartment was cracked from the threads down to the case seal on the side. The returned battery cap was undamaged and able to fit. The keypad rubber and flex base were detached and missing. The reported no power complaint was unable to be investigated. The pump cover was removed to find, no intermittent conditions to the power printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging that the pump had no power. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no serious injury associated with this complaint.